Event description:
The customer reported intermittent fast stop activated and motion error messages. These errors may cause the system to shutdown, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.